Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 470 mg/dl. The customer was treated with 5 units o f injected insulin. The troubleshooting was performed. The customer was assisted with setting fill cannula and advised to monitor and call if additional troubleshooting needed.